Manufacturer narrative:
During the subsequent site visit, the abbott field service representative (fsr) observed dirty/soiled cuvette washer dry tip (alnty c-series cuvtte d). The fsr replaced the dry tip, which resolved the issue and was determined to be the likely cause. A review of instrument service history revealed no additional erratic or discrepant results reported on serial number (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the dry tip (alnty c-series cuvtte d) or the alinity c processing module (B)(4)was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed potassium and creatinine results generated on the alinity c analyzer. The following data was provided: sid (B)(6) initial creatinine results = 57.69 umol/l, repeat = 82.2 umol/l, repeat on architect ac01816 = 2971.3 umol/l: initial potassium results = 4.0 mmol/l, repeat on architect ac01816 = 8.5 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Correction: section b. Number 5. Describe event or problem: corrected repeat on architect ac01816 to repeat on alinity ac01816. Sid (B)(6) initial creatinine results = 57.69 umol/l, repeat = 82.2 umol/l, repeat on alinity ac01816 = 2971.3 umol/l: initial potassium results = 4.0 mmol/l, repeat on alinity ac01816 = 8.5 mmol/l. No impact to patient management was reported. An evaluation is still in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed potassium and creatinine results generated on the alinity c analyzer. The following data was provided: sid (B)(6) initial creatinine results = 57.69 umol/l, repeat = 82.2 umol/l, repeat on alinity ac01816 = 2971.3 umol/l: initial potassium results = 4.0 mmol/l, repeat on alinity ac01816 = 8.5 mmol/l. No impact to patient management was reported.